Manufacturer narrative:
Manufacturer narrative: there is no increased number of medical complaints detected for the lot numbers a4081, a4084 and a6104. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of sculptra lot numbers a4081, a4084 and a6104 which resulted to be conform to the cgmp and to the specifications requirements. Engineering evaluation: the events of implant site induration and telangiectasia are expected. The event of viral infection is unexpected and commonly seen in the general population. No corrective or preventive action is needed. Pharmacovigilance narrative: the serious event of induration at the implant site and the non-serious event of telangiectasia were considered expected and possibly related to the treatment. Seriousness criteria included permanent damage and the requirement for medical intervention in the form of systemic and intralesional steroids, and hyaluronic acid filler treatments. The non-serious, unexpected event of viral infection was considered unlikely related to the treatment. An alternative etiology for the event of viral infection includes community-acquired infection. The case report meets the seriousness criteria for expedited reporting to the regulatory authorities. (B)(4).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a nurse referring to a female patient in her 7th decade at the time of the events. No information was provided about the patient's medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. In (B)(6) 2015, the patient received her first treatment session with sculptra and the remaining four sessions in 2016. All five treatments were performed to the cheeks. The patient's skin was cleaned with chlorhexidine at each session and every treatment was performed with a 25 g cannula, with generally one to two entry points to each side depending on the ease of product passage (injection technique unknown). For every session, two vials of sculptra were used. These vials were diluted with 7 ml of water for injection and 2 ml of 2% lignocaine, making a total of 9 ml. It was also reported that the final remainder of 0.5 ml was routinely not used due to sculptra debris. The lot number for sculptra during the first session was a4084 (expiration date jun-2017), for the second, third and fourth session the lot number was a4081 (expiration date apr-2017) and for the fifth and final session the lot number was a6104 (expiration date feb-2019). It was reported that the patient got poor results from the four first sessions. On an unknown date, by the end of 2016, the patient had very good results but later complained of hard areas/thickened areas (implant site induration) at each cheek. On an unknown date, the patient experienced viral illness (viral infection). On an unknown date, the patient received a home facial roller from the reporting nurse, which was recommended by a physician. Patient reported some results, but the problem was still strongly evident. On an unknown date, the patient received steroid injections of depo-medrone (methylprednisolone acetate) 40 mg diluted to half strength with bacterio static saline (sodium chloride). The patient received this treatment three times over a few weeks. In (B)(6) 2017, some results started to show. The nurse consulted with a physician who advised to leave it for a while. On an unknown date, at the end of 2017, nurse met the patient and noticed return of thickened areas along with telangiectasia at an unknown location. On 16-jan-2018 follow-up information was received. The nurse reported that the issue would not be quick to resolve and that the nurse would work with the patient as long as it takes for the issue to be acceptable to both the nurse and the patient. On 07-feb-2018 follow-up information was received. The reporting nurse stated that she had been doing regular intralesional injections using bacteriostatic saline. Furthermore, she reported that she treated the patient with an unspecified ha filler [hyaluronic acid] to help it look more even, without much success. The reporting nurse treated the patient with another non cross linked product called profhilo (hyaluronic acid). It was reported that the product was slow as the reporting nurse thought, but it looked slightly better (unspecified). On 19-apr-2018 follow-up information was received. The nurse stated that the problem was far from resolving, let alone being fully recovered. It was reported that there was minimal change in the patient's condition and that the nurse expected it to be ongoing for at least another year. Outcome at the time of the report: hard areas/thickened areas was not recovered/not resolved. Telangiectasia was not recovered/not resolved. Viral illness was unknown. Tracking list: version 0. Initial. Version 1. Follow-up information received via e-mail on 16-jan-2018 and 07-feb-2018. Information added to the report include two corrective treatments (an unspecified filler and profhilo). It was also stated that it looked better however it was not specified what looked better. Version 2. Follow-up information received via e-mail on 19-apr-2018. Who coded concomitant treatment lignocaine and "water for injection", added patient's age (7th decade) and updated treatment date for fifth session from unknown to 2016 since this was not done in the previous versions. Reporting nurse stated that the problem was far from resolving and expected that it would be ongoing for at least another year. Based on the follow-up information the case was upgraded to serious on (B)(6) 2018 due to permanent damage.